Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system is not switching on . Upon functional testing the fse found power supply was defective. Fse replaced power supply , after replacement the power supply, the system was returned to use in good working order.­ the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not turning on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.